Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked inside the plastic bag. This was observed when the device was removed from the double plastic bags prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: e3, h4, h6 (update codes), h11. H4: the lot was manufactured september 3-4, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.